Event description:
It was reported that the patient was experiencing severe pain and lead migration which was confirmed with imaging. The physician believed the lead was causing too much pressure. The patient underwent a lead explant procedure. No further information has been obtained.